Event description:
Undetermined injury. End user stated the left foot plate has broke off. The right foot plate is weak and he alleges it is about to break also. Gentleman is paralyzed on his left and cannot keep his foot elevated to use the chair. His foot has been caught under chair and he does not know if it is more than sprained.